Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: c154dwk, bi-ventricular (bi-v) defibrillator, (B)(6) 2009; 4194-78, implantable pacing lead, (B)(6) 2009; 4076-52, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported by the caller that the patient was working out with 50 lb weights and experienced no symptoms, when the device started shocking the patient. The patient received 5 inappropriate shocks for what appeared as noise. Noise was noted with range of motion. Defibrillation impedance changes were noted over the last 4-6 weeks. The patient was admitted to the hospital to be evaluated. Pain at the device sight was noted. Detections were turned off. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.